Event description:
The customer reported receiving a service code and the AED will not power on. The reporter stated the AED had been stored in a trailer outside the facility. This event did not occur during patient use.

Manufacturer narrative:
Communication with the customer did not identify the cause for the depleted battery pack; however, the service code indicates the "cause may be exposure to cold temperatures." The last known maintenance date was in 2022. The customer was advised to remove the battery packs from the devices and properly dispose them. As the battery pack will not be returned for analysis, the cause of the complaint cannot be determined. The IFU states: "improper maintenance can cause the ddu-2000 series AED not to function. Maintain the ddu-2000 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." The available information does not indicate that the device did not perform as intended or meet product specifications.this device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.